Event description:
It was reported that during a lap appendectomy procedure, the closing trigger would not close. Another device was used to complete the procedure. There was no pt consequence.

Manufacturer narrative:
(B)(4). Batch number damaged articulation and clamping mechanism. Evaluation summary: the analysis showed that the device was received with the articulation and clamping mechanism damaged. The device was received with no cartridge present. No functional test was performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the articulation gear teeth were found broken. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specification. The devices opened and closed as intended. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.